Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via (B)(4) that an ar-9165cdg impactor is not working as intended. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-9165cdg due to the damage to the impactor head of the device. Visual inspection noted that the connection tabs on the impactor head of the device is damaged/broken. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.